Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6004421 have already been previously tested in the (B)(4) on 06/feb/2025. The reference samples were tested for flow. All test results were within specifications as per the test report tw pr. (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction soft cannula found kinked upon removal from infusion site, under section 06.45. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6004421 was manufactured according to the work instruction (wi) version 108 manufactured in the line 7, on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database] on 14/feb/2025 against malfunction code cannula found kinked upon removal from infusion site and lot 6004421 and another 1 complaint has been registered in database for the same lot 6004421 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 26-jun-2024 within 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location.the blood glucose level was 323 mg/dl at the time of event therefore, the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.